Manufacturer narrative:
Investigation summary: DHR of lot 8002022 was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Investigation conclusion: clog test was conducted on 14pcs retention samples and all no needle clog found. No returned samples or actual defect samples for investigation, so we can't preform in-depth investigation. Root cause description: base on investigation the complaint is not manufacture issue.

Event description:
It was reported that insulin could not pass though a pen needle 31gx5mm.